Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed repeated vio dv integrated electro surgical unit (iesu) errors c-54 and c-34; error c-34 is an erbe error which indicates a lower voltage than expected. The fuse and voltage setting was checked. The fse replaced a fuse but the issue persisted. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu and performed failure analysis (fa) evaluation. Fa was able to reproduce and confirmed the customer reported issue. The iesu was placed on an in-house system and ran in normal mode. The unit was to be repaired.

Event description:
It was reported that during a da vinci assisted thyroidectomy procedure, multiple integrated electrosurgical unit (iesu) errors occurred. The functionality was checked prior to starting the procedure, and there were no issues. The error occurred shortly after the procedure began. The procedure was converted to traditional laparoscopic surgery and completed; but the patient experienced post operative bleeding. The following information is unknown: if another electro surgical unit (esu) was used, why the procedure was converted to traditional laparoscopic surgery, the cause and source of the bleeding, the severity of the bleeding, the estimated blood loss, when the post-operative bleeding was identified, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.